Event description:
A distributor contacted zoll on (B)(6) 2014 to report that a pt experienced an inappropriate defibrillation event while at home. Atrial fibrillation (af) at 208bpm contributed to the false detection. No witnesses were reported to be present at the time of the event. The pt was reportedly conscious and moving things in his home at the time of the treatment. The repose buttons were not pressed until after the treatment occurred. The pt went to the hospital for further evaluation and will continue to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The pt went to the hospital. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 05/2014 - reuse, electrode belt (B)(4): 11/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent any inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4) trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).